Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/02/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/12/2015 with the following findings: the pump booted on with vibration but no audible sounds; the ¿no sound¿ complaint was duplicated. Confirmed all sound settings were set to high; still no audible tones. An audible tone was unable to be measured due to no sound. The pump cover was removed and it was revealed that the piezo contacts were not making full contact causing the audible alarm sound loss. The pins were adjusted and audible tones returned.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)